Event description:
Health professional reported pt underwent port replacement surgery due to a suspected leak in the access port. The leak was first noticed during a fill adjustment when physician attempted to aspirate the band and noted that "no fluid was found."

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be either a taper I or taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."